Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse confirmed the reported error by observing the z-axis error. Fse replaced the asm board #02298. The customer ran calibrators and quality controls and then patient samples. All results were within specification and without any errors. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the 20th of june 2017 through awareness date on the 20th of july 2018. There were no similar complaints identified during the searched. Period. The g8 variant analysis mode operator's manual chapter 6 troubleshooting states the following: the 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported issue is due to faulty asm board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 710 z1-axis error on their g8 instrument. Customer cleaned the guide rod, lubricated the z-axis guide rod and lead screw as advised by the technical support specialist (tss) but the z-axis errors still occurred. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.